Event description:
It was reported that the pump of this artificial urinary sphincter was no longer refilling properly. Troubleshooting was not successful. The device was explanted and replaced. There were no patient complications.